Manufacturer narrative:
Revision with the receipt of device inspection details: a device inspection performed by a baxter technician noted that the device was returned without the garment used in the reported event. There were no visual indications of damage to the device and no abnormal error codes in memory. The device powered up normally and started a therapy session as intended. The pressure specifications were verified and the device passed all test specifications and operated as designed. In this event, the reported patient injury (numbness of the arms and hands) was contributed to the use of the vest device. In the latest communication, the patient noted the numbness had not yet resolved, and the patient had to undergo medical tests as advised by his healthcare provider. Multiple attempts were made to obtain information on the tests performed and patient outcome; however, no additional information could be obtained from the customer. Therefore, a permanent impairment of a body function or permanent damage to a body structure cannot be excluded at this time, concluding that a serious injury may have occurred in this case. Additionally, there was no report of device malfunction, and the inspection concluded the device functioned as designed. The exact cause cannot be determined at this time, and the reported injury could possibly be related to a previous shoulder fracture, as also reported by the patient, however, it cannot be excluded that the device contributed to the reported event. If any additional and relevant information is received, the case will be re-assessed accordingly.

Event description:
It was reported that on (B)(6) 2023, the use of the vest device caused the patient numbness of his arms and hands, and "he couldn't use them at all the next day". There was no report of device malfunction. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was reported that on (B)(6) 2023, the use of the vest device caused the patient numbness of his arms and hands, and "he couldn't use them at all the next day". There was no report of device malfunction. The patient is a 60-year-old male with relevant medical history of copd, hiv, polysubstance abuse, bipolar disorder, and hcv with multiple hospitalizations. It was also noted the patient "broke his shoulder a long time ago" and he wasn't sure if this could have contributed to the reported injury. During follow-up with a hillrom clinical support specialist, it was noted that the numbness has not yet resolved, and the patient will have tests and x-rays of his hand and arm, as advised by his healthcare provider. It was also noted the patient started vest therapy one day prior to the reported event ( (B)(6) 2023). The device is being returned as it will no longer utilized by the patient. The vest system model 105 functions to provide airway clearance by using high-frequency chest wall oscillation to compress and release the chest wall. It is designed to help patients mobilize retained secretions. Numbness is the partial or total lack of sensation in a body part. Numbness may be due to prolonged pressure on a nerve, repetitive motion, carpal tunnel, or medical disorders such as diabetes or multiple sclerosis. In this event, the reported patient injury (numbness of the arms and hands) was contributed to the use of the vest device. The numbness has not yet resolved, and the patient will undergo medical tests as advised by his healthcare provider, therefore, a permanent impairment of a body function or permanent damage to a body structure cannot be excluded at this time, concluding that a serious injury may have occurred in this case. Additionally, there was no report of device malfunction, and the reported injury could possibly be related to a previous shoulder fracture, as also reported by the patient, however, causality of the numbness is undetermined at this time. The device involved is being returned and will be inspected. Any additional and relevant information that is received in the course of the investigation will be documented in a supplemental report.

Event description:
It was reported that on (B)(6) 2023, the use of the vest device caused the patient numbness of his arms and hands, and "he couldn't use them at all the next day". There was no report of device malfunction.